Event description:
Baxter reported, "leakage from the clamp of transfer set. The transfer set was in use for 70 days." There was no patient injury or medical intervention associated with this incident.